Manufacturer narrative:
The device was received for evaluation. During evaluation, the device tested high downstream occlusion. The device was flow line test and passed in the flow line for downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be an out of specification force sensor readings. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device tested high downstream occlusion. No additional information is available.